Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 3.1 failed. The field service engineer (fse) removed all cubie pockets using the diagnostics application and powered down the device. All row tray connections were then reseated to ensure proper alignment and connectivity. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.1 pocket e5 and main drawer 4.2 pocket b1 were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.